Event description:
A report was received that the patient had a painful battery site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
.